Manufacturer narrative:
Patient weight was not provided by the medtronic field representative.

Manufacturer narrative:
Patient information not available from the site at the time of this report. Software investigation not completed. No files/logs have been returned to manufacturer for evaluation as yet.

Manufacturer narrative:
A medtronic software engineer attempted to recreate the reported issue with the suspect dataset, but was unable to replicate the issue. No recurrence of issue reported from site.

Event description:
A medtronic representative reported that while in a procedure, the patient exam the site pushed over the network was flipped left and right. In trouble-shooting the site representative was walked through correcting the exam so the orientation was correct. Registration was successful and accurate. No further issues. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.